Event description:
Pt used mail order tooth aligners ordered from smile direct club to close spacing between his teeth. He now has temporomandibular joint disorder symptoms, his back teeth do not touch properly making it difficult to chew, and his front teeth contact too heavily which is pushing an upper front tooth forward and making it mobile. FDA safety report ID# (B)(4).